Manufacturer narrative:
(B)(4). Following information requested but unavailable: were there patients who underwent harmonic scalpel technique that developed events of seroma at wle site and hematoma? If yes, please indicate the number of patients. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
Title : sentinel lymph node biopsy for melanoma: comparison of lymphocele rates by surgical technique author : ian white, m.d., jane k. Mills, m.b.b.s. Brian diggs, ph.d.,* jeanine fortino hima, michelle c. Ellis, m.d., john t. Vetto, m.d citation: the american surgeon april 2013 vol. 79; 388-392. This study aimed to examine the rates of lymphocele after sentinel lymph nodes biopsy (slnb) for melanoma comparing use of ligasure (ls), harmonic scalpel (hs) and electrocautery with clips. Between nov2009 and feb2012, 150 patients underwent slnb for clinically node-negative, histologically proven cutaneous melanomas in axialla (n=101) and groin (n=49). Patients were allocated to three different surgical techniques: ls (n=43; n=21 male and n=22 female; median age of 55 years), hs (n=37; n=20 male and n=17 female; median age of 55 years) and traditional electrocautery with clips (n=70; n=33 male and n=36 female; median age of 51 years). In hs group, hs dissection involved cutting across tissue with the hs, occasionally using with clips to aid hemostasis. Complications in hs group included lymphoceles (n=7) requiring aspiration in 3 patients, seroma at wide local excision (wle) site (n=?) And hematoma (n=?). The pathophysiology of lymphoceles is unclear but likely involves incompletely sealed lymphatic channels augmented by the inflammatory reaction imposed by the surgical intervention and potentiated by the dead space created by resection. Fibrinolytic activity in lymph and serum may also contribute. The greater inflammatory response generated may therefore potentially negate any lymphostatic benefit gained by using this device. This may in turn explain the difference in lymphocele rates observed between the hs and ls in our findings.